Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that a coronary artery bypass procedure, acrobat-I stabilizer was not holding the heart tissue properly, as the suction pods were not working. The procedure was completed with another device. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, acrobat-I stabilizer was not holding the heart tissue properly, as the suction pods were not working. The procedure was completed with another device. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, acrobat-I stabilizer was not holding the heart tissue properly, as the suction pods were not working. The procedure was completed with another device. The hospital did not report any patient effects.